Event description:
It was reported that during a left anterior descending coronary artery procedure, during preparation of the 3.50 x 20 mm trek rx there was resistance while removing the protective sheath, the same device was used and the balloon failed to inflate. Fluoroscopy showed that the balloon was not filling with contrast and was failing to inflate. The balloon was removed. Another trek rx was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inner member inside the balloon was separated at the middle portion of the proximal marker. The reported failure to inflate was not confirmed due to the condition of the returned device. The reported difficult to remove the protective sheath could not be confirmed due to the protective sheath not being returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to inflate or difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.